Event description:
The facility representative reported a colleague infusion pump with a reported condition of "constantly alarms at power up." The event was reported to have occurred upon power up in central supply. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that constantly alarms at start-up was confirmed and reproduced during product evaluation. This condition was due to depletion of the main batteries. This pump was a stay-in device, so no repairs were made to fix the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). This device had no service history to review. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.